Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had numerous no external powers upon interrogation. They were admitted at the time. Log file captured multiple no external power alarms on 11feb2024, 13feb2024, and 19feb2024 while the patient was connected to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review with events spanning approximately 16 days ((B)(6) 2024 at 18:42:16 to 15feb2024 at 02:27:47 per time stamp). At 13:48:30 on (B)(6) 2024 while the patient is connected to the mpu, a no external power event occurs due to a loss of ac (alternating current) power. The alarm clears approximately 24 seconds later at 13:48:54 when power is restored to the mpu. This sequence of events occurs several more times on (B)(6) 2024 at 19:39:45, and on (B)(6) 2024 at 18:28:25 and 23:33:41. The backup battery provided power to the system during these events. There were no other notable events observed in the log file. Pump operation was not affected. Device history records for the mpu (serial number: (B)(6) ) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Multiple good faith efforts were sent to retrieve additional information regarding why the patient was admitted, the cause of the no external power event, if the mpu had a v-lock connector, and if the mpu would be returning for evaluation; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.